Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "bubbles during surgery" (air leak). A customer reported air bubbles occurred from the top end of the laser probe during surgery and bothered the customer's visibility in the surgical field. There was no patient harm reported.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).